Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 16mm x 3.50mm ion stent was selected to treat the lesion. During preparation, the physician had the stylet removed down the stent delivery system(sds) with a wet 4x4 gauze prior to going to the body. It was noted that the gauze got hold of the stent and it came off the sds. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.